Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms. The readings appeared cyclical, spiking once every seven days. These cyclical impedance spike may have been positional or related to the pressure exerted on the lead. Technical services (ts) discussed troubleshooting/programming considerations, including further lead testing with positional changes and increasing the shock impedance alert value to 150 ohms. This right ventricular (rv) lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).